Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system impedance measurements of 205 ohms, remaining within normal range. Xray imaging was performed in which technical services (ts) noted this electrode was located in a healthy amount of adipose tissue. Ts recommended to revise this electrode. Additional information is being requested from the field. This electrode remains in service. No adverse patient effects were reported. Additional information received detailed that a defibrillation threshold (dft) test was performed and that shock impedance measurements were 199 oms. The physician decided to schedule a system revision.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.